Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the components met design specifications. Assembly was achieved after the distorted snap tab was returned to its original position.

Event description:
The tibial insert would not seat on the corresponding baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.